Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the prod. Since the prod was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.